Manufacturer narrative:
.

Event description:
The customer reported an oil mist coming from their unit. The customer denied any reports of physical symptoms related to the mist. The asp field service engineer went to the facility and repaired the unit.